Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
It was reported the customer received a no delivery alarm. Customer stated they were unable to troubleshoot at the time of the call. The customer's blood glucose was unknown. Customer did not want to return their supplies for analysis. No additional information provided.